Event description:
It was reported that the rv lead was capped and replaced with a new lead on (B)(6) 2024 due to an unspecified capture issue. Further information was requested but not received.

Event description:
New information received notes that the right ventricular lead was exhibiting high capture threshold.